Manufacturer narrative:
Additional information: 90% stenosis lesion in the lad. The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was used. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Stent struts of the 1st distal sent wrap was misaligned. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx coronary des was intended to be used. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The sheath was removed per IFU. No resistance was noted when removing the protective sheath. The device was inspected. It was reported that a fault with the stent tip was noted when advancing the stent. The device was used in the patient.